Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 67-year-old male patient presenting for an impella implant. It was noted that the patient began experiencing ischemia with an implanted intra-aortic balloon pump (iabp) prior to insertion of the impella cp pump. The pump replaced the iabp, however, the ischemia continued. One day following implant, a clot was found in the reperfusion sheath prompting placement of a retrograde contralateral sheath. This was connected to the already in place antegrade femoral sheath. At this point in time, the patient's left foot was cool and had a mottled appearance. As a result of the ongoing ischemia, the physician was advised to explant the pump, or transfer the patient to a facility that could remove the pump and place an axillary 5.5 pump. The patient was weaned on the impella, however, it wasn¿t until four days later that the pump was explanted. A follow up with the nursing unit reported that the patient had to have the affected leg amputated several days after the explant.

Manufacturer narrative:
Additional information for the initial MFR 1220648-2023-01856 was provided in sections b2, d6a, d6b, g2, h1, h6, and h10. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." This report is being filed as part of a retrospective review of historical records.